Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 40-year-old female with acute myocardial infarction/cardiogenic shock due to severe vasospasm was implanted with an impella cp for mechanical circulatory support. The impella cp device was pulled due to lack of perfusion to distal limb. The patient was taken back to the operating room and the external iliac was stented. The patient was hemodynamically fine thereafter.